Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one navarre drainage 6f catheter with locking pigtail. Blood and residue were noted throughout. Three longitudinal cracks were noted on the hub. Based on this finding, the investigation is confirmed for the reported cracked connector. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include excessive force during use, material fatigue and material degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that there is an alleged crack on the white connecting hub, on the proximal end of the device that caused the device to leak. The device was removed and the drainage catheter was connected to another manufacturers drainage bag. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported there is an alleged crack on the white connecting hub, on the proximal end of the device that caused the device to leak. The drainage catheter was connected to another manufacturers drainage bag. There was no reported patient injury.